Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available for this system at time of filing. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Onsite functional and visual examination was performed by a manufacturer representative. The issue was resolved after part replacement. The system passed a system checkout and was returned to an operational condition . The axiem cable was returned to the manufacturer for analysis. A continuity test revealed a short in the usb cable to the shield wire. The axiem box was returned to the manufacturer for analysis. System testing reveled that there was an issue with the power supply.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that all warning lights came on at beginning of use and the device could not be used any further. The manufacturer representative (mr) checked the emitter details which displayed axiem not communicating and the emitter was not chirping. The mr reseated the axiem communication cable and I/o hub to computer cable, but the issue was not resolved. Restarting did not resolve the issue either. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. Correction: product, serial number and related fields updated to proper value.